Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: one 63401eb product was received for investigation of complaint. The sample was received spiked into the insertion port of a 82115e burette product, which in turn was spiked into a 1000ml freeflex IV bag of glucose. No packaging was received with the 63401eb product and the customer has not been able to provide the lot number of the product involved. The customer's experience was confirmed as the sample was received in two pieces, with the separation occurring at the joint between the upper pump segment and the pvc tubing of the 63401eb product. No clear evidence of solvent was observed at the end of the pvc tubing. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that this is a manually assembled joint and therefore the customer's experience of separation is likely to have occurred as a result of human error during the solvent bonding process. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Event description:
It was reported that the add-on burette ss vlv ps ball vlv experienced component separation. The following information was provided by the initial reporter: alaris pump alarmed with "air in line" when rn went to inspect the burette had come apart at the blue connection above air monitor.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the add-on burette ss vlv ps ball vlv experienced component separation. The following information was provided by the initial reporter: alaris pump alarmed with "air in line" when rn went to inspect the burette had come apart at the blue connection above air monitor.